Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead presented to the emergency department complaining of chest pain. Upon review, the rv lead exhibited high pacing thresholds and loss of capture (loc). A thoracotomy was performed at which time a cardiac perforation was confirmed and repaired; the lead was subsequently repositioned. No additional adverse patient effects were reported. This system remains in service.